Manufacturer narrative:
We are unable to reproduce the claimed defect from our retention samples. Our trend analysis reveals that there are not any similar events from marketed devices. This incident is recorded in our trend system and we will monitor for equivalent events.

Event description:
Swab tip came off in nasal passage during sample procedure.